Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported error message. The pump was received with no physical damages. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported event. The device was further investigated, and the customer's problem was confirmed. The device found error code 45986 on the screen display during power up. The error code 45986 indicates a problem with watchdog occured unseen by mp or an unknown issue. It was determined that the device found no problem with the error code. The error code will be cleared and reload software.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 45986. There was no reported adverse event.